Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported patient¿s pocket site was painful due to location. The ipg was explanted and a different ipg model was replaced in a new pocket site. The patient's issue was resolved.